Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a breach in sterile barrier.

Event description:
It was reported that there was a breach in sterile barrier.

Manufacturer narrative:
Alleged failure: per the customer this item is sold as a box of 6 and one of the item in the box the sterile packaging was pricked and had a hole in it. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.